Event description:
The inflating tube was torn and a leak was observed from there. The patient was moved to ICU when a gurgling sound was heard coming from the patients' mouth. The inflating tube was torn and a leak was observed from there. They checked the oral cavity and found that the sound was coming from the trachea.

Manufacturer narrative:
All information reasonably known as of 02 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. Complaint was considered not confirmed based on customer narrative of events. It is unclear if there was a material failure or if the product failed due to patient movement. A 24 month review was conducted and 12 additional complaints were identified related to this issue however no trend was observed. No lot number was provided for further investigation, however the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
The inflating tube was torn and a leak was observed from there. The patient was moved to ICU when a gurgling sound was heard coming from the patients' mouth. The inflating tube was torn and a leak was observed from there. They checked the oral cavity and found that the sound was coming from the trachea.

Manufacturer narrative:
All information reasonably known as of 02 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.